Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal fell apart when they tried to fire it. The rptr clarified that the delivery tube detached from the hub. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the unit was returned with the seal and tension spring assembly placed halfway into the deployment tube. The deployment tube had not detached from the hub, even after an attempt to pull it out. The white collar was not present and it appeared that the plunger had been depressed. The device was very bloody. To further investigate, the plunger was pulled back and depressed. Upon depressing the plunger, the deployment tube slid along the hub and the seal did not deploy out of the tube. Based upon these findings, the reported complaint "fell apart when they tried to fire it" was confirmed for a failure to deploy. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).